Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: unk ; model: sc-1110-02; serial: unk; batch: unk.

Event description:
It was reported that the patient had an infection and underwent a spinal cord stimulator lead explant procedure. No additional information is available.